Manufacturer narrative:
This is the 2nd of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2021-00286, 3011649314-2021-00288. The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant. The patient has bone type ii and a history of smoking and periodontitis. The patient presented on (B)(6) 2020 for primary procedure on tooth #5. The patient returned on (B)(6) 2021 after the final prosthesis with complaints of pain and signs of inflammation. Upon examination, the provider notes the implant loss osseointegration and the device was removed.